Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09-aug-2018 with the following findings: the keypad was found to be intact; no damage or peeling was observed. All of the keypad buttons were found to respond appropriately during testing. The keypad cover was removed and no contamination was found under the key contacts. Unrelated to the complaint, the pump cover was removed and internal moisture was found on the keypad flex connector. The complaint of a keypad button response issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.